Event description:
It was reported that a patient experienced progressive soft tissue recession around the wide connect abutment model. The recession led to unfavorable changes in the emergence profile and made it difficult to perform and/or maintain an appropriate prosthetic restoration.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.